Event description:
The customer said that they lost wireless monitoring in the emergency department. Welch allyn tech support remotely assisted the customer to determine through process of elimination that their fiber optic (f/o) converter was failing. A replacement f/o converter was sent to them, per the service contract. This resulted in a temporary inability to centrally monitor pts, however beside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.